Manufacturer narrative:
The device was manufactured between 19sep2020 and 20sep2020. One hundred seven (107) devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be styrene in 88 bags and ethylene and polyethylene in 19 bags; however, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in one hundred seven (107) exactamix 250ml eva tpn (total parenteral nutrition) bags. The events occurred after the bags were filled (post-compounding) with an unspecified volume of fentanyl citrate in 31 bags norepinephrine bitartrate in 76 bags. The pm was identified by the customer as styrene in 88 bags and ethylene and polyethylene in 19 bags. There was no patient involvement. No additional information is available.